Event description:
It was reported that the insulin pump had blank display after battery changed. Customer reported that the insulin pump alarmed button error and buttons were unresponsive. Customer stated the act button was not working. She was unable to clear the button error alarm. Customer's blood glucose was unknown. Troubleshooting was done. Customer current blood glucose was 267 mg/dl. Customer stated that combination of eating and not being on the insulin pump caused the high blood glucose. The issue for blank display was resolved upon troubleshoot however the insulin pump would be replaced due to button error alarm. Customer mentioned that she was kayaking but the insulin pump was covered then the insulin pump alarmed button error after couple of hours. Customer blood glucose was 45 mg/dl, she treated with food. No further information provided.

Manufacturer narrative:
No button error alarm noted during testing. However unit had intermittent button response due to corroded keypad traces. Unit was monitored for several days and no blank display noted. Unit received with normal operating currents. No damage was found on the isolation tape. Unit had minor scratched display window, cracked case at display window corner, battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.